Event description:
Twin-pass was being used to provide guidewire support during a peripheral intervention. Resistance was encountered as the twin-pass was advanced over a previously positioned guidewire. The physician was able to advance the twin-pass and guidewire to the desired location. After completion of the intervention, the physician noted that the tip of the twin-pass had detached and remained in the pt. The tip was successfully snared and retrieved from the pt without complications. No pt complications were reported.

Manufacturer narrative:
Vascular solutions investigation into this situation is not yet complete.